Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of non-sustained right ventricular oversensing. It was suspected these were due to post sensed t-wave over-sensing or a sensing issue on the discrimination channel. No intervention was performed, and the patient will be further monitored. The patient was in stable condition.